Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated an issue with the set screw. (B)(4).

Event description:
It was reported that during an attempted implant, the setscrew came completely out of the header and was noted to be connected to the screwdriver. The device was removed and replaced. No patient complications have been reported as a result of this event.